Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 505 mg/dl. A pump system check was performed and it was discovered that the t:lock connection was leaking due to the customer not securing the connection tightly enough. Tandem technical support educated the customer on ensuring to always tightly secure the t:lock connection. A correction bolus via the pump was delivered to address bg and the customer continued to use the pump for insulin therapy.